Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed no evidence of short battery life however there were call service 088 alarms observed on (B)(4) 2015. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. The pump failed a leak test due to the battery compartment damage. There was evidence of moisture contamination on the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.